Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Broken tubing at ctr hole / pn-1086833.

Event description:
(B)(6) states that the frame is cracked right under neath the axle.